Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h7, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal end. Corrected data can be found in field h7.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps (fbf) instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a broken cable was noted on the fenestrated bipolar forceps (fbf) instrument. A fragment fell inside the patient and was retrieved during the same procedure which was completed robotically using a backup fbf instrument. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.